Event description:
It was reported that during a lap band removal/laparoscopic cholecystectomy and intraoperative cholangiography procedure, the device was brought to the theatre and at first it worked but then misfired and the doctor closed the clip manually. No delay to the surgery. No adverse consequences to the patient were reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the clip fire and not form correctly? Yes. How did the surgeon manually close the clip? Used an instrument and supported with diathermy. How was the procedure completed? With the clips which fired properly, while those that did not were discarded . The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.